Manufacturer narrative:
These complaints were initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns the 2 complaints summarized in this report. The test strip samples received for this complaint failed testing with the reported issue being confirmed. The closure seal was incorrectly positioned. A device history record review recalled no manufacturing issues noted during the packaging processes that pertain to the defect. This report is processed under exemption number e2005018.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated a carton information issue with ot ultra test strips. These reports were received from various sources. Both of the patients associated with these allegations were female and there is no age or weight data available.